Event description:
It was reported that the patient experienced ineffective stimulation. Bilateral migration was confirmed. As result, surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.